Event description:
It was reported that the patient presented in clinic for follow-up on november 5, 2024. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing. Programming changes were made. The patient was stable.